Event description:
It was reported that the patient has expired. The date of patients' death and implant duration are unknown. It is also unknown if the death was device related. No further details regarding the death were provided.

Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Patient also had two other devices implanted. Through follow-up with the health-care provider (via fax), a copy of the operative report was received. No information regarding the patient death was received. It remains unknown if the devices were explanted. A device history record review is currently in process.